Manufacturer narrative:
(B)(4) = ruptured chordae. Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years and 7 months. On 11/02/2010 (through follow-up with the health-care provider), additional information was received via fax. It was learned that the device was explanted due to a ruptured chordae, causing mitral regurgitation. Per the surgeon, the reason for explanting the device was not related to a device malfunction. Per the operative report, a tee showed 4+ mitral regurgitation due to flailing of the anterior leaflet. When the mitral valve was exposed, it could be seen that the anterior leaflet was completely flail due to rupture of the major cord at p2.